Event description:
It was reported that subsequent to a device change-out, the left ventricular (lv) lead was not capturing even at maximum output. It was noted that the device had not been "tied down" during the change-out procedure and device migration had caused the lv lead to pull back into the coronary sinus (cs). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the electrode - tip electrode, all conductors had blood/body fluid (not obstructed), and the distal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, the outer insulation melted and had cosmetic environmental stress cracking, a cosmetic cut, cosmetic depression, damaged sealing rings of the outer insulation, and the lead had apparent explant damage.